Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2013 and suture was used. Prior to use on the patient the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): a fragment of suture and a needle eparated from the product was returne for evaluation. The needle returned did not correspond with the product that was reported. Visual analysis performed on the returned fragment of suture showed that clamping marks were observed. Marks characteristic of a cut caused by a surgical instrument were also observed. Tensile strength tests were performed on the suture fragment and all results showed no deviation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.